Event description:
After firing across the pulmonary artery, the instrument would not open. The surgeon resected the tissue on both sides. A larger incision had to be made to stop bleeding. Patient status stable.